Event description:
The pump was returned for service with the report "turns on and off at random". Information was not provided regarding whether or not the device was in use when the reported condition occurred. The hospital representative stated the pump was not involved in a patient incident this time or since last serviced by baxter.